Event description:
The lead was explanted when the patient expired.

Event description:
It was reported that noise was observed on the a and v lead channels. The noise caused inappropriate hv therapy. The egm showed true vf which the device appropriately detected and delivered successful therapy. The patient fell before the device was checked. The patient was given medication for arrythmia. Chest x-ray showed the patient has a capped chronic lead. The staff commented that the noise has been seen on the pace/sense leads in the past.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. Without return of the entire lead a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received patient will be monitored.